Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was reviewed, and the following was observed: from the 3mensio report: calcification present on native annulus, lvot, and stj. Post-procedural device imagery: radial balloon burst, with balloon bunched distally, wing tips flared out, spring coil stretched. Due to image quality, engineering could not determine if there were missing balloon pieces. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on review of provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as it was reported that there was severe calcification on the annulus, lvot, and stj, which was confirmed per review of 3mensio. Additionally, it was reported that +1cc was used for the inflation volume. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on review of provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as review of provided imagery showed a radial balloon burst, with the balloon bunched distally, wing tips flared out, and spring coil stretched. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint for difficulty or inability to withdraw system through vasculature was confirmed based on review of provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the event as it was reported that 'the balloon became stuck at the arterial access point, and the esheath+ was dislodged from the body. After multiple attempts, the physician was able to extract the balloon by forceful traction.' Excessive manipulation applied to overcome the withdrawal difficulty at the sheath tip may have contributed to the system getting stuck on the patient vasculature, which can lead to further retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the commander delivery system balloon ruptured during inflation, right at the end of full volume (during valve deployment). Due to the balloon rupture, the physician attempted to pull the delivery system (ds) through the esheath+ but was unsuccessful. The next attempt involved pulling the delivery system and esheath+ out as a unit; however, the balloon became stuck at the arterial access point, and the esheath+ was dislodged from the body. After multiple attempts, the physician was able to extract the balloon by forceful traction, which unfortunately caused vessel trauma. Efforts were made to achieve hemostasis using multiple proglides and an angio-seal, but residual extravasation was present, and dissections of the superficial femoral artery (sfa) and profunda femoris artery were noted. After attempting tamponade, the decision was made to deploy an 8x39 covered stent with satisfactory results. The patient was stable and will stay overnight.